Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mrwg, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding the device or therapy, but they were working with the physician or the manufacturing representative. The patient had an appointment on (B)(6) 2015.

Event description:
It was reported that the patient had stimulation in the wrong location. He was only feeling stimulation at ins site since implant (B)(6) 2014. While stimulation was turned on, the patients reports that he has had "constant stomach upset" since implant (B)(6) 2014. The patient increased his stimulation yesterday and his stomach upset disappeared. The patient reported on a good note he has not had a uti (urinary tract infection) since implant. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.